Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. On the day of the hospitalization, the customer received a no delivery alarm. The customer changed the infusion set, but not the reservoir. Also, the customer programmed a bolus, but didn't enter the blood glucose or carbohydrate amount in the bolus wizard. Instead, the customer manually input a bolus of 15.5 units. Advised the customer to change the entire infusion set when experiencing high blood glucose levels. Nothing further was reported.